Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and surgical procedure are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending artery. The 2.80x16mm graftmaster stent was deployed at 16 atmosphers (atm) to successfully seal the perforation. Although there was no issue with the deployment of the graftmaster stent, the placement of it obstructed the blood flow to the circumflex. The patient was taken to surgery to perform a bypass. Per the physician, the obstruction was due to deploying the graftmaster stent too close to the circumflex and there was no fault with the stent. There was no adverse patient sequela reported. No additional information was provided.